Event description:
It was reported that arteriotomy closure of the mildly calcified common femoral artery was attempted using a perclose proglide device after a percutaneous coronary intervention procedure. Reportedly, after needle deployment (step #3), no sutures were present; a cuff or link miss had occurred. The device was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded, therefore, a conclusive cause for the reported cuff miss could not be determined. The return of the device may have assisted the investigation of the reported event. A needle to cuff miss as reported can be influenced by, but not limited to; manufacturing, patient anatomical conditions and user technique. During manufacturing, the needle alignment, suture forming, link forming, cuff tab bending and foot deployment undergo inspections and in addition a sampling of finished devices is destructively tested to verify the functionality of the device. Patient anatomy reported that a femoral angiogram taken prior to the procedure showed mild calcification and a cuff miss can be caused by tissue too thick and certain anatomical conditions (heavily calcified arteries, scar tissue, etc). Per the instructions for use, patients with femoral artery calcium which is fluoroscopically visible at the access site is listed as a special patients population. The safety and effectiveness of the proglide smc devices have not been established in the special patient populations. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating or rocking the device at any point or not depressing the plunger to contact the body of the device. Information concerning user technique was not provided. To assure that all products perform according to specification they are subject to 100% inspection during manufacturing. Based on the reported information and the inspection criteria a definitive cause for the reported cuff or link miss could not be determined. Review of the lot history record did not reveal any nonconforming material records for this lot. A query of the complaint-handling database was performed and found no indication of a product quality deficiency.